Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited adhesive around objective lens is peeled. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause could not be identified. It was determined possible that the issue occurred due to stress of repeated use, external factors or handling; however, a cause was not confirmed. The device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be filed.